Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 6. Blood glucose level was unaffected, remaining below 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the customer with the process. The malfunction did not recur post-reset, and the pump was deemed fit for continued use. The customer was advised to contact support if any future malfunctions occurred and confirmed their understanding.